Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity."

Event description:
Patient underwent a left revision procedure approximately two days post-implantation due to dislocation of the bearing from the liner. The bearing, liner, and stem were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Age- ni. Weight - ni. UDI - (B)(4).

Event description:
Patient underwent a left hip revision two days post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.